Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2324bcc bio-composite swivelock was loaded with two fibertape tails from the medical row anchors. The eyelet was placed into the punched hole and the anchor was advanced down to bone. When the suture were pulled to make sure the slack was all out of the tapes, the suture came up pas the anchor and the anchor was removed. Surgeon noticed on the back table that the eyelet had broken and the sutures wouldn't stay in it. A new ar-2324bcc bio-composite swivelock from a different lot number was opened and completed the case successfully. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.